Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the priming issue and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that pre-procedure the impella cp would not prime and exhibited open purge cassette alarms. The staff changed the tubing and console; however, this did not resolve the issue. The device was replaced with another impella cp. It was reported that the patient survived the procedure.